Manufacturer narrative:
Investigation summary: catalog 442021, batch no. 0315672. Customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot/log file review: many plots were blank with no indication of positivity. Many plots showed very low voltages (<0.2). These low voltages can cause false positive results in anaerobic media. We recommend an fse evaluate their racks/leds. 6 plots at the end showed noisy signal which suggests an external physical / electrical / environmental event which occurred approximately (B)(6) 2021 10:30 - 11 am in instrument 02 drawer d. (B)(4)

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) 20 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.